Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. However, process failure mode effects analysis (pfmea) and design failure mode effects analysis (dfmea) were reviewed in order to identify the possible causes for the failure. The potential causes were identified as: machine malfunction, customer misuse, inspection in process failed or not performed, defective material, or sharps usage with catheter. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states after the patient's third dialysis treatment, they found blood leaking at the cuff. The catheter was removed and replaced.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. The sample consisted of a permcath catheter which came inside a plastic bag. The sample showed signs of use. The sample returned was submitted to underwater testing. The distal end of the sample was clamped and the lumens were pressurized to check for leaks. When air was infused into the venous lumen, bubbles were detected. The bubbles were coming out from two cuts on the shaft of the catheter below the hub and cuff. The lumen on the arterial side did not show bubbles during the test. A brainstorming session was executed in order to identify potential causes associated to the failure. Manufacturing performs 100% visual inspection and 100% pressure testing according to procedure. As per the instructions for use the catheter tubing can tear when subjected to excessive force or rough edges. The customer is instructed to inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that the product was manufactured according to specifications and it functioned as intended for the reported amount of time. For this reason the catheter was more likely damaged during use and the most possible root cause can be considered excessive force, sharp objects and/or cleaning agents. No trends or triggers have been found, therefore a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states after the patient's third dialysis treatment, they found blood leaking at the cuff. The catheter was removed and replaced.

Manufacturer narrative:
Submit date: 2017/july/05. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states after the patient's third dialysis treatment, they found blood leaking at the cuff. The catheter was removed and replaced.